Manufacturer narrative:
Product analysis: at analysis it was determined that the external pulse generator (epg) was over sensing. It was noted that there was a calibration issue, the main printed circuit board (pcb), battery drawer and the bail were all defective. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.